Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 206 on the first day of ilet use, and the agent advised allowing 1.5 to 2 hours for the corrective algorithm to reduce glucose with instructions to call back if levels continued to rise. Symptoms included no reported clinical signs beyond elevated blood glucose. Outcomes included no alerts, no need for outside assistance, and no medical intervention. Investigation included troubleshooting and education regarding system learning and corrective dosing behavior on initiation. Investigation of this case revealed no device malfunction and no component failure, with performance consistent with expected algorithmic adaptation during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.